Event description:
The customer alleges back to back results of 240 mg/dl and 120 mg/dl on her meter. Controls were not run. She states she did not take any actions or seek treatment based upon the suspect results. Return requested and replacement was sent.